Event description:
The customer reported that the ventilator shut down while on standby mode and did not alarm. The customer reported the unit was not on patient . The manufacturer service technician review the diagnostic log and noted an error indicating the blower temperature was high. The manufacturer service technician replaced the blower and corrected the reported problem. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the blower confirmed a blower temperature high occurrence. During testing, the blower temperature high occurrence resulted in a vent inop. Vent inop is a high priority condition that precludes safe operation of the ventilator during normal ventilation use. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. Evaluation of the blower revealed a failed temperature sensor.